Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility. This report is related to patient identifiers: (B)(6).

Event description:
The customer reported to olympus that the bronchovideoscope had a viscous white foreign substance that looked like phlegm remaining on the circulation port mouth filter of the endoscope reprocessor. The issue was found after reprocessing with the endoscope reprocessor; although detergent suction was not performed immediately after the test, brushing was performed three times under running water using an oly disposable type cleaning brush and no foreign matter was detected at that time. The scope was reprocessed again before being used for inspection. There were no reports of patient or user harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, foreign material falling off the channel. The foreign material was found to be a vicious white foreign material like sputum. The root cause of the foreign material remaining in the device was unable to be specified. It was reported that the following deviation from the instructions for use (IFU) was recognized. "Suction of detergent solution immediately after the endoscopy was not practiced. The subject event can be prevented by implementing in accordance with the below instructions for use (IFU). Instructions, reprocessing manual for bf-1t260 chapter 3 "cleaning, disinfection and sterilization procedures" section 3.2 "cleaning, disinfection and sterilization procedures) warning "all channels of the endoscope must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope." Section 3.3 "precleaning" aspirate detergent solution 1. "Turn on the suction pump. 2. Immerse the distal end of the insertion tube in detergent solution. Depress the suction valve and aspirate detergent solution into the instrument channel for 30 seconds (see figure 3.9). 3. Remove the distal end of the insertion tube from the detergent solution. Depress the suction valve and aspirate air for 10 seconds. 4. Turn off the suction pump". Olympus will continue to monitor field performance for this device.